Manufacturer narrative:
Reported event is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as no lot number was provided. A device history review cannot be conducted as no lot number was provided. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame 2,705,600 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0000007. Per the instructions for use, the user is advised the following: apply the electrodes to the patient by rolling the electrode from top to bottom. Ensure that the surface area of the electrode is in contact with the skin. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 2001m-pc, padpro:ad;rtrans el/lw,pre-con was being used on several occasions on unknown dates during unknown procedures and ¿customer experiences poor adhesion of the defibrillator electrodes on patients compared to other electrodes on the market. This affects patients with light body hair or who are cold, sweaty negatively since the electrodes during an emergency either needs to be pushed down or switch electrodes. The defibrillator electrodes also have a metal ring that is visible on the x-ray pictures taken during the life-saving treatment performed during emergency situations. The metal ring interferes and complicates the treatment. The pads have not shown appropriate adhesion to patient skin despite correct preparation.¿ there was no injury or impact to the patient. No other information is known regarding these events. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.